Event description:
Caller reported multiple intermittent occlusion alarms. The occlusion did not cause the customer's blood glucose level to exceed 500 mg/dl or read "high" on the cgm, indicating no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, and no additional assistance was deemed necessary by cts, who proceeded to close the case.